Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had initially received a short term pump approximately two weeks prior, which excluded him from being implanted with the manufacturer's clinical trial lvad; therefore, the manufacturer's commercial pump was implanted. However, upon implant, the surgeon was unable to close the chest due to the size of the commercial pump. A request for emergency use of the clinical trial lvad was made and granted.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.